Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, as they had not done so in the previous 24 hours. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to contact support if the issue reoccurred. The customer understood and acknowledged the instructions.